Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
Additional information provided noted that a 23 mm z med balloon was used for the delivery of the sapien valve. The annulus was reported to be 21.9mm and the level of annular calcification was not reported. The patient had an ejection fraction of 10-15% prior to the procedure, and 45% post procedure. The imaging intensifier angle and the coaxial alignment of the delivery system/valve with the aortic annulus were reported to be good. During valve deployment the patient's ventilation was held and there was no loss of pacing capture. There was no severe ventricular septal hypertrophy noted. The safety and effectiveness of the edwards sapien transcatheter heart valve via transeptal delivery has not been established, is not an approved method of delivery for the sapien valve in the united states, nor is it endorsed or recommended by edwards lifesciences. Per the sapien valve instructions for use (IFU), valve deployment in unintended location, paravalvular or transvalvular leak, and malposition requiring intervention are potential risks associated with the use of the bioprosthesis. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. There are several patient and procedural factors that alone or in combination can cause or contribute to valve malposition. According to the physician's training manual, some factors that can contribute to valve malposition are poor positioning by operator, annulus-valve mismatch (under sizing and under dilation), interference from adjacent structures (i.e. Sub-aortic hypertrophy), and balloon movement during deployment (i.e. Inadequate reduction of transvalvular flow due to loss of pacing capture during balloon inflation). In this case, the exact root cause for the too aortic positioning of the valve with resulting paravalvular leak cannot be confirmed; however, it is possible that procedural factors (i.e. Per report the valve was crimped to a non-edwards balloon and deployed via trans-septal approach) may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per the field clinical specialist report, during a transcatheter aortic valve replacement (tavr) via transeptal approach, post deployment the 23 mm sapien valve position was slightly aortic (65:35) with resulting moderate paravalvular leak (pvl). A decision was made to implant a second 23 mm sapien valve and this was placed slightly lower (60:40 aortic) and the pvl was reduced to trace-mild. The patient aortic annulus diameter measured 19 mm by transesophageal echocardiogram (tee). There were no additional complications during this procedure. The patient left the room in stable condition.